Event description:
A doctor alleged that upon the removal of a patient's temporaries (tooth #19 and #20) placed with tempbond clear, the cores were damaged.

Manufacturer narrative:
The doctor was able to repair the core for tooth #19 and place the permanent crown for the patient. The doctor remade the core for tooth #20 and placed a new temporary for the patient; a new crown will be remade. Attempts were made to obtain additional information from the doctor; however, the office remained unresponsive.